Event description:
Pt received 7 shocks the morning of 2006. The iegms appear to show mechanical noise. Lead impedance and r-wave sensing were normal. They took a chest x-ray. It appeared that one pin was disconnected from the header, but this was just the capped svc coil. Pt was sent to cardiovascular surgeons and they reopened the pocket. No provocative testing was performed on the system prior to disconnecting the lead from device. Tested the lead through the analyzer. Reconnected the lead to device and performed a 1j test shock and then a vf induction. Everything was normal. Left the system in the pt.